Event description:
It was reported during a reprogramming session, the patient's programmer would only intermittently communicate with her ipg. Follow-up info indicated the patient was still unable to communicate with her ipg. The patient's ipg was replaced with a new one. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.